Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels during the night while sleeping and during dinner. The customer's blood glucose levels ranged from 200 to the 300's mg/dl. The customer stated they were uncertain of the suspected cause but believed it may be due to their eating habits and that an adjustment to the pump settings may be required. The customer delivered corrective boluses. Reportedly, the customer would discuss the elevated bg levels with their healthcare provider.